Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited noise being oversensed along with loss of capture at 6.5 volts. It was also reported that there was high out-of-range (oor) pacing lead impedance measurements of >2500 ohms which triggered the lead safety switch (lss). The patient was reported to be not pacer dependent and there were no patient symptoms. Boston scientific technical services (ts) discussed troubleshooting measures. The health care professional (hcp) will discuss it with the physician. This system remains in-service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that this system was explanted due high oor pli measurements of greater than 2500 ohms. This rv lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.